Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation but has not been evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
It was reported by a biomedical engineer that the automated impella controller (aic) had a system self-check failure. Battery removal was tried to attempt to resolve the issue. The aic was removed from service and a backup will be used for patient support. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic: system self-check error has been completed since the original report was filed. The console was returned and tested after arriving in fs. During testing, the issue was not reproduced, and console was able to fully boot up multiple times. The cause of the issue was not determined since issue could not be reproduced.